Manufacturer narrative:
Device evaluated by MFR: device not returned for evaluation.

Event description:
It was reported the patient had an unknown sling implanted on an unknown date. The patient was implanted with an artificial urinary sphincter on a future date due to an unspecified reason. Should additional information be received a supplemental report will be submitted.